Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative reported "extreme damage and associated physical damage." Healthcare professional later reported "rupture left side, silicone leakage, presence of silicone outside the implant." This relates to the left side. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported insufficient information. Patient later reported rupture. Healthcare professional confirms rupture. Ultrasound report confirms "an internal shell rupture on the left" and "some liquid periprosthetic on the top left". This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional reported "some liquid periprosthetic on the top left". Device has been explanted and replaced.